Manufacturer narrative:
H.6.: the complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.

Event description:
It was reported that during a ptca/stenting procedure, the nc ranger balloon had difficulty crossing to the lesion, and a dissection was noted following three inflations. The lesion being treated was located in the proximal left anterior descending (lad) artery. The lesion was predilated with a maverick otw balloon to 6 atm for 30 seconds, and a taxus drug eluting stent was attempted to be placed but would not cross the lesion. Then another manufacturer's balloon was crossed, and inflated twice to 10 atm for 30 seconds each time. A second taxus drug eluting stent was attempted, but would not cross. An ultra2 cutting balloon was then attempted, but also would not cross. The nc ranger was then inserted, with difficulty getting past the proximal lad to the lesion. It was inflated to 16 atm for 30 seconds, 10atm for 25 seconds, and 10 atm for 20 seconds, and then the dissection was noted. An iabp catheter was inserted, and the patient was taken to surgery. Following surgery, patient's status was reported as 'fine.'